Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a dispenser coil. The pipeline flex was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found not opened due to damaged braid. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at distal as the pipeline flex braid ends were found not opened due to damaged braid. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. The customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. However, based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance as no defect were found with the pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that resistance occurred in the distal section of the phenom 27 catheter. No damage to the pipeline pushwire or catheter was observed after removal. The pipeline had not been placed in a vessel bend when it failed to open. The pipeline was resheathed twice during the procedure. The causes of the resistance and the failure of the pipeline to open were not determined.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230602991); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex that had resistance during delivery in a phenom 27 microcatheter and failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) cavernous segment unruptured saccular aneurysm. The aneurysm max diameter was 6.48mm and the neck diameter was 4.64mm. Dual antiplatelet treatment was administered with pru level 165 noted. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was navigated successfully to the middle cerebral artery (mca) m2 segment and delivered of the pipeline was initiated. Significant resistance was felt at the pipeline stent was passing through the cavernous segment. Tension was appropriately reduced and the pipeline was able to de delivered to the m1 straight segment. The guidewire was advanced for support while the phenom 27 was retracted to deploy the tip of the pipeline. When about 5mm of the pipeline stent was deployed, it was noted that the distal end of the stent was not open. Additional length was deployed and some tension applied which resulted in partial opening of the mid section of the stent but the distal tip still failed to open properly. The stent was retrieved and the intermediate catheter was advanced for a second deployment attempt but the distal end of the stent still filed to open. The stent was then pulled because completely to the ica and attempts were made to resolve the failure by alternating increasing/decreasing tension but the issue could not be resolved. The pipeline was removed together with the phenom 27 microcatheter and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiographic results were normal. Ancillary devices: ton-bridge medical 6f long sheath, zhongtian 6f 115cm intermediate catheter, puhui 0.014-inch 200cm neuro guidewire